Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient underwent surgical intervention on (B)(6) 2025 in which their ipgs were explanted and replaced for an unknown reason.

Manufacturer narrative:
Correction b5: additional information indicates the ipg meets or exceeds 75% of its expected longevity. There is no device malfunction; therefore, this device is no longer considered reportable.

Event description:
Additional information indicates the ipg meets or exceeds 75% of its expected longevity. There is no device malfunction; therefore, this device is no longer considered reportable.